Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump presented an f-50 (master cpu received a trap interrupt) and f-95 (checksum error or alarm log data) alarm. No additional information is available.

Manufacturer narrative:
The device was serviced on-site by a field service technician. An alarm log review, service history review and visual inspection were performed. The f-50 and f-95 alarms were identified during the alarm log review and visual inspection. The cause of the condition was determined to be damaged cpu board. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.